Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. We are unable to confirm the reported bent cannula or if it contributed to the condition of hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 operating system: 18.3 hardware: iphone14.5 cgm sensor type: data not available

Event description:
According to the reporter, the patient's blood glucose level rose to greater than 300 mg/dl while wearing the pod between 4 and 24 hours. It was confirmed that the cannula had inserted into the skin. When removed from the infusion site (arm), the pod's cannula was found to be bent. Additionally, the patient reported skin redness and swelling at the pod site, as well as pain upon pod removal. No treatment information was reported.

Manufacturer narrative:
The device has been received; however, the investigation is not yet complete. A supplemental report will be submitted with the investigation results once completed. We are unable to confirm the reported bent cannula or if it contributed to the condition of hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 operating system: 18.3 hardware: iphone14.5 cgm sensor type: data not available.